Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist (tss) dialed onto the server and ran a site-down query. The tss then dialed into the carefusion coordination engine (cce) and confirmed that messages were crossing and sending to es with no delays. The es server was then shared and based on queries from the attached knowledge article es database server performance troubleshooting, the issue was identified on the es database, as it appeared that slow performance and the inbound processors service were getting stuck. The observer tool was implemented from the knowledge article messages stuck - skipping dequeue - scheduled task - observer tool to prevent this. Additionally, the dsserveroltp purge had a large backlog, so throttling was disabled to help it keep up. The es reporting development team implemented a new index to address this. No more messaging delays were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders had not appear to be crossed the customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders had not appear to be crossed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.